Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of a helix mechanism issue was not confirmed as the helix housing was not returned with the lead.

Event description:
Related manufacturer reference number: 2017865-2021-15610. It was reported that the atrial lead exhibited high capture threshold and failure to sense. The atrial lead was explanted and replaced. During the lead replacement procedure on (B)(6) 2021, the first replacement atrial lead used exhibited failure to sense and capture, and the helix of the lead broke. Then the second replacement lead was successfully implanted. Patient was stable.